Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardic. It was also reported that the right ventricular (rv) lead exhibited intermittent loss of capture on the presenting electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.